Event description:
It was reported that patient had one of their implants explanted less than a year after it was implanted due to an infection. It was reported that the device that had been explanted was on the patients left side and was for leg pain.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3777-45, serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).